Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a, lens was not implanted. Explant date: n/a, lens was not implanted; therefore, not explanted. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) got slightly split during the implantation. The iol was not implanted. No additional information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 22th july 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: no iol(intraocular lens) was received as part of this return therefore, no product evaluation could be performed on the lens. Visual inspection of the smartload revealed that the inside of the cartridge and lens module were received coated in an excessive amount of viscoelastic residue. No issues could be observed with the smartload that could contribute to a torn iol(intraocular lens). The complaint issue was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.